Event description:
A malfunction was reported on the customer's insulin pump, identified by the code "malf 0". There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.